Event description:
A malfunction was reported with a code "malf 5," and the pump was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump was under warranty and arranged for its replacement. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and instructed the caller on how to put the pump into storage mode before returning it with a pre-paid label within 10 days, which the customer acknowledged.